Event description:
It was later reported that the patient still had concerns with the device or therapy but had sought further help. The patient was in (B)(6) until march and had been trying to reschedule and make an appointment with the doctor in (B)(6). First, they wanted the patient¿s records, which they had now. Now, when the patient called, the patient was referred to a woman who never came to the phone or where the patient could leave a message. The manufacturer's representative saw the patient (B)(6) 2015 for a post-operative appointment, and did not recall the patient discussing not feeling any stimulation or pain in their right hip and leg with them. The manufacturer's representative speculated that perhaps the patient spoke with the physician. The manufacturer's representative programmed the patient¿s spinal cord stimulator (scs) and the patient reported good coverage. There were no device malfunctions noticed. There was no troubleshooting or interventions that had taken place as it was not needed. As far as the manufacturer's representative was aware, the patient¿s was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n391228, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implant was about three weeks ago. Last week, the patient stated she fell out of bed. The patient was currently in florida, had been more active, had pain, and was not always feeling the stimulation. The patient had been riding a bike, but not walking, because she was still using a walker. Last night, the patient was not feeling any stimulation in the right hip and leg, but did feel stim some of the time. Last night, the patient had stimulation at 6.20v. The patient was feeling stimulation now, but was not feeling it last night when she had pain in the right leg or hip. The patient did ride her bike a lot yesterday, and was not sure if she overdid it. The patient had to take her pills for the pain last night (hydrocodone). The patient did not feel pain in the left leg. The implant was for both legs. The patient stated the doctor said something about maybe needing physical therapy. The patient had artificial knees. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.